Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were episodes of non-sustained right ventricular oversensing. Review found the oversensed signals may be myopotentials. Reprogramming was suggested. There was no report of adverse consequences for the patient.